Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "simple cystic lesions", "lymphadenopathy", "lobulation of their contours ", "periprosthetic fluid. "

Event description:
Healthcare professional reported right side "simple cystic lesions," "lymphadenopathy," "lobulation of their contour," and "periprosthetic fluid." The device has been explanted.